Event description:
Cervical spine locking plate was implanted 11/19/96 using iliac crest autograft. Plate found to be broken 5/14/97 and required removal 7/8/97.

Manufacturer narrative:
Eval summary: the device was evaluated by the mfg facility who determined that all parts met specification. In addition, the device was evaluated by an independent metallurgist who determined the cause of the breakage was due to repeated cyclical loading by the pt which caused fatigue crack initiation and propagation.